Event description:
It was reported that stent damage occurred. During unpacking a 2.75mm x 20mm liberté stent delivery system (sds), it was noted that the balloon of the stent delivery system(sds) was partially inflated at both proximal and distal ends. The partially inflated balloon caused stent distortion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with a liberte inner packaging pouch and carrier tube. The batch number on the packaging and device matched the reported batch. The proximal end of the balloon was loosely folded and proximal end of the stent was partially expanded. The outer diameter (od) was measured with a calibrated snap gauge which indicates that there was no damage or expansion to the distal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking a 2.75mm x 20mm liberté¿ stent delivery system (sds), it was noted that the balloon of the stent delivery system(sds) was partially inflated at both proximal and distal ends. The partially inflated balloon caused stent distortion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.